Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported to philips the customer disagreed with the customer's ECG interpretations. There was no patient harm.